Event description:
User reported a potential exposure to the control/antigen mixture from the rpr control card kit. Due to user carelessness, there was exposure to the eye of control material that contains screened human plasma. User flushed eye with water and was examined by a dr. User is reported to be in good health. Because user is 6 weeks pregnant, a filling is being made as a precaution only, even though no malfunciton of the device is indicated.